Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and presented to the emergency room. A computerized tomography (CT) scan revealed a perforation from the right ventricular (rv) lead. The lead also exhibited high thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.